Event description:
On (B)(6)-2008, the nurse reported 1 unit of mrm2607 lot se08ji2 with a blood leak in the arterial line during patient use. The sample was available for evaluation. No patient injury or medical intervention reported for this event.

Manufacturer narrative:
(B)(4).the nurse reported 1 unit of mrm2607 had a blood leak in the arterial line during patient use. The sample was evaluated and the defect was confirmed. A batch review was conducted with satisfactory results from the visual and functional tests.this international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.